Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The device was received in fair condition. Filled with water and fitted with temp check but would not power on. The root cause of the reported issue was found to be faulty power control board. Actions were taken to mitigate the reported issue: replaced the power control board.

Event description:
It was reported that the warmer had a bad power switch. No patient injury was reported.